Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of hospitalized low blood glucose readings. The customer's blood glucose reading was 50 mg/dl during time of incident. Customer treated with orange juice. The customer experienced low readings for the past two months. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be flushed. The customer was advised to speak with their health care provider regarding low blood glucose readings. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The test reservoir volume matched the units remaining in the status screen. The drive support disk was inspected and no anomaly was noted. The pump had minor scratches on the display window, a cracked case at the display window corner, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
The pump passed the delivery accuracy test.